Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. However, the alarm history revealed consistent no delivery alarms. The customer did not change the infusion set and site after the alarm and wore pump. Assisted customer's family member to clear the alarm. Advised customer to change the infusion set and site.